Manufacturer narrative:
(B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2019, a patient in underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2019, the patient was diagnosed with pneumonia and hospitalized. The patient's daughter reported that she thought the anesthesia from the peg placement procedure was the cause of the pneumonia. The pneumonia was treated with unknown intravenous (IV) antibiotics. The length of the hospitalization was unknown.